Event description:
It was reported that the patient inflatable penile prosthesis (ipp) reservoir herniated out of space, but the implant is still functioning. The ipp reservoir was removed and replaced with a new one. No further complications were reported in relation to this event. The product was explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.